Manufacturer narrative:
(B)(4). Medical devices: guide wire: prowater, guide catheter: jr4, sheath: 7-fr pinnacle. Device code (B)(4) - indication for use. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation determined a conclusive cause for the reported difficult to deploy the stent cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient presented with an aneurysm in the right coronary artery (rca) and a chronically totally occluded mid rca. The size of the aneurysm was noted to have increased since the last catherization. An unspecified balance middle weight guide wire (gw) failed to cross and was noted to have a tip malformation upon removal. A prowater gw was then advanced to the lesion. A 2.8x19mm rx graftmaster covered stent was advanced and deployed at 15 atmospheres (atm) for 30 seconds. Suboptimal stent expansion was noted distally with a residual 50% stenosis, but the aneurysm had been successfully sealed. A 2.75x8mm non-abbott balloon dilatation catheter was then advanced to the distal area where the stent was sub-optimally expanded and inflated to 16 atm for 20 seconds, then advanced to the distal edge and again inflated to 16 atm for 20 seconds. Then the non-abbott balloon was positioned in the middle third and inflated at 16 atm for 20 seconds, then positioned at the ostium and proximal segment with a final inflation of 20 atm for 30 seconds. The non-abbott balloon was removed. Angiography presented with good results and a timi 3 flow and no residual stenosis. There were no reported adverse patient sequelae. No additional information was provided.